Event description:
The manufacturer received information alleging service required on a trilogy evo. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code related to pressure was observed. Evt_atm_press_railed_low means the barometric pressure sensor railed to maximum negative value. The system board would need to be replaced to address the issue. During evaluation, the device was found to be infested with insect droppings and customer made decision to have device scrapped. Additionally, during the evaluation of the device at the third-party service center, a non-reportable error code related to voltage and a non-reportable error code related to the motor were observed. Evt_voltage_3vs4_fail means the 3.3v supply rail exceeded or dropped below threshold due to component tolerance/drift. The system board would need to be replaced to address this issue. Evt_motor_overspeed means the motor has exceeded its maximum speed of 50krpm for a period of time. The motor would need to be replaced to address this issue. The device was found to be infested with insect droppings and customer made decision to have device scrapped.